Manufacturer narrative:
Date of event is an approximate.

Event description:
It was reported that this inflatable penile prosthesis (ipp) has not been working. A surgical procedure wil be performed. There were no patient complications reported.